Manufacturer narrative:
If implanted, give date: not applicable, as the product was not implanted. If explanted, give date: not applicable, as the product was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when a z9002 intraocular lens was received, the product had a damaged haptic. It was broken when received but the boxes where not damaged. There was no patient contact. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received from the investigation confirmed the complaint product was handled. As a result, this event has been re-assessed as not reportable. Device available for evaluation: yes, returned to manufacturer on: 1/16/2019, device returned to manufacturer: yes. Device evaluation: the product was received on 01/16/2019 in the original folding carton. Two lenses were received. One lens s cut in pieces. The other is with a detached haptic. Traces of what appears to be viscoelastics and /or balanced salt solution are observed on the lenses surface; indicating the lens was handled to be prepared for insertion. The haptics are torn or broken as described on the initial report. The reported issue was verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.